Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 511 mg/dl which was addressed with a bolus via the pump; cause was unknown. Reportedly, customer loaded new cartridge onto the pump.